Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 22.2 mmol/l and other value was 20 mmol/l. It was stated that they experienced abdominal pain. Customer reported they feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using insulin pump. Customer was alleging possible insulin pump under delivery. It was stated that they had not set the correct time as it was set for pm instead of am and date was incorrect too. It was stated was able to change both. It was stated they did not want to continue with troubleshooting as she now knew why her blood glucose were high during the day and low at night due to the time. The insulin pump will not be returned for analysis.